Event description:
It was reported that the irrigation was bad. A lack of irrigation in the device is known to cause overheating. Attempts are currently being made to obtain additional information about the event from the user facility.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was returned for evaluation filled with blood; further evaluation could not be completed. The device was returned to the customer unrepaired.

Event description:
It was reported that the irrigation was bad. A lack of irrigation in the device is known to cause overheating. Attempts are currently being made to obtain additional information about the event from the user facility.